Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer received a power source alert. Customer¿s blood glucose value was 200 mg/dl. Multiple follow-up attempts to perform troubleshooting were made by tandem technical support however the customer did not respond.